Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of an 8mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was partially released during attempted insertion, prior to entering the patient. A new 8mm x 40mm precise pro ses delivery system was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The touhy valve was closed while advancing the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent of an 8mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was partially released during attempted insertion, prior to entering the patient. A new 8mm x 40mm precise pro ses delivery system was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The tuohy valve was closed while advancing the device. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis. A thorough inspection was performed on the unit, observing that the device was fully deployed. The stent was returned for analysis, properly expanded and presenting no damages or anomalies. The hemostasis valve was returned tightly closed. No other outstanding details were observed. Per dimensional analysis, the usable length was measured to be verified, and the results were found within specification. A functional test was not performed with the returned device because the unit was returned fully deployed. However, the mechanism was verified by setting the device into its manufactured condition to simulate the stent deployment process. The mechanism was actuated to simulate the deployment, observing no anomalies during the functional test. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature/during prep¿ was not confirmed through analysis of the returned device since it was received fully deployed and the deployment mechanism worked correctly during functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue of the stent partially releasing during attempted insertion, especially since there were no damages/anomalies noted to the device. However, procedural/handling factors during insertion (such as use of excessive force) and/or concomitant device factors (such as a damaged procedural sheath) are possible contributing factors to a stent being prematurely exposed during insertion into the patient. According to the instructions for use (IFU), it warns ¿the stent is not designed for repositioning or recapturing. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system.¿ the IFU also cautions, ¿if resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.